Manufacturer narrative:
The customer was promised a replacement pump once she provided verification of purchase, which, as of the date of this report, she has not done. Multiple attempts to get additional information from the customer have been unsuccessful as of the date of this report. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela llc that her pump in style breast pump had low suction and gave her mastitis three times in the month of (B)(6) 2017, for which she was prescribed antibiotics. She loaned the pump to a friend and she alleged that it caused the same issue with her friend, who also got mastitis.

Manufacturer narrative:
In follow up with the customer on 12/28/2017, she indicated that she developed mastitis twice in (B)(6) 2017 and once at the end of (B)(6) 2017, not three times in (B)(6). She also indicated that the mastitis has since resolved.